Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was 107 mg/dl. The customer stated that the insulin pump showed an alert for low battery and she changed it promptly. The insulin pump did not turn on after the battery change and the customer tried several different new batteries. Customer had been using manual injections to treat her blood glucose. The customer mentioned waking up with high blood glucose due to not being able to use the insulin pump at night. Troubleshooting was performed and the display did not return. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.